Manufacturer narrative:
The insulin pump alarmed failed self test during a self test and the alarms are present in the alarm history screen due to a faulty component on the radio frequency board. The device had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria..

Event description:
The customer reported via phone call that the insulin pump had multiple failed self test alarms. The blood glucose at the time of the incident was 134 mg/dl. The customer stated that the alarms occurred during the rewind and prime sequence. The whole alarm history shows failed self test alarms that happened for the past three months. Troubleshooting was completed and advised the customer to replace the insulin pump. The device was returned for analysis.